Event description:
The customer reported to baxter (B)(4) about a hole in the tubing of a pump/gravity solution "y" injection site interlink. This was observed during priming. No patient was impacted. No patient injury or medical intervention. No additional information is available.this is report 1 of 2 from this facility of the same reported condition.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A cut was observed approximately 2 centimeters above the y. However, an assignable root cause cannot be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.